Manufacturer narrative:
The reported field event of backup operation was confirmed. Analysis of device image found the device went into backup mode due to an anomalous integrated circuit (ic) inside the hybrid. Interrogation of the device revealed the device was above the elective replacement indicator when received. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
It was reported that the patient presented to the emergency room and felt palpitations and vibration of the device. It was noted that the implantable cardioverter defibrillator exhibited backup vvi operation with backup defibrillation operation available. The cause of the backup operation was unknown. The device was explanted. Patient was stable and in a good condition.